Manufacturer narrative:
The product was returned for investigaton. The balloon was confirmed to be ruptured. The damage likely occurred while the user removed the device from the packaging or during the handling/packaging process during manufacturing. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event.

Event description:
It was reported when they opened the package, the balloon was already ruptured. The saline was injected to this catheter just to make sure, but the balloon was already ruptured as expected. Another device was prepared and the operation was successfully completed.